Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The stm performed solenoid driver board field safety corrective action as per service bulletin , and installed a working solenoid driver board. As per the field action, the fse replaced the iab dattasette, dss dattasette, and the video receiver. The iabp software was updated, and the stm installed the battery maintenance setup guide and the cs300 operation manual cd. The iabp unit passed all calibrations, and the stm performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during field action on the cs100 intra-aortic balloon pump (iabp) had an out-of-box failure of the solenoid driver board. The getinge service territory manager (stm) was performing as per the service manual. The fse discovered that that the solenoid driver board voltage was out of specification. No patient was involved during this event. No adverse event was reported. This is considered an out of box failure of the solenoid driver board as it was not yet installed into the cs300 iabp.

Manufacturer narrative:
A senior repair technician (B)(6) inspected the solenoid driver board and no visual damage was observed. The technician then installed the board into cs300 test fixture and tested to factory specifications per cs300 service manual. The board passed testing; the reported failure of voltage reading of .8 volts at l6/tp31 when specification is 2.8 volts could not be verified. The board will be sent to the supplier per procedure.

Event description:
It was reported that during a field action on the cs100 intra-aortic balloon pump (iabp), an out-of-box failure of the solenoid driver board occurred. The getinge service territory manager (stm) was performing the field action as per the service manual; however, the voltage of the solenoid driver board was out of specification. There was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
The solenoid driver board was evaluated by the supplier and returned to getinge's national repair center (nrc). The supplier found that s1 switches were not configured correctly and adjusted the s1 switches which resulted in the board passing all of their testing. A senior repair technician of the nrc tested the board to factory specifications per cs300 service manual and inspected it per procedure. The board passed testing and was put into stock/inventory per procedure. However, the nrc has advised that when the board was initially received in connection with this oob failure, the switches were configured properly and sent to supplier that way, and that if the board was configured incorrectly, there would be a false blood detected alarm and the voltage at tp31/l6 would read .8 volts when attempting an autofill. The nrc suspects that the field representative may have calibrated the board incorrectly (s1 configuration), but that it was not sent back to the nrc that way.

Event description:
It was reported that during a field action on the cs100 intra-aortic balloon pump (iabp), an out-of-box failure of the solenoid driver board occurred. The getinge service territory manager (stm) was performing the field action as per the service manual; however, the voltage of the solenoid driver board was out of specification. There was no patient involvement; thus, no adverse event was reported.